Manufacturer narrative:
As reported, patient had developed poor wound healing with repeated oozing at the incision site and a rejection reaction post implant of perfix light plug. Based on the information available to date, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative complication. Review of manufacturing records confirms the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 522 units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, patient underwent left inguinal hernia repair using perfix light plug. Post implant patient had poor wound healing with repeated oozing at the incision site and a rejection reaction.